Event description:
It was reported that 3 bd alaris smartsite low sorbing secondary set experienced component separation and leaked. This is the (B)(4) occurrences. The following information was provided by the initial reporter: hello we have had 4 occurrences of tubing malfunctions in the past 3 weeks. The tubing basically just falls off at the neck of the cap. We use this tubing for chemo/ hd agents, so this is a high potential for spills and exposures.

Manufacturer narrative:
Investigation summary: no product (mat # 10014881) was returned by the customer. Photos representation was provided for the complaint. It was reported by the consumer that the tubing basically just falls off at the neck of the cap was verified with the photo received. However, the root cause cannot be determined without the physical sample for investigation. A device history record review for model 10014881 and lot number 22129197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could be unknown as no sample received.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd alaris smartsite low sorbing secondary set experienced component separation and leaked. This is the 1st of 2 occurrences. The following information was provided by the initial reporter: hello we have had 4 occurrences of tubing malfunctions in the past 3 weeks. The tubing basically just falls off at the neck of the cap. We use this tubing for chemo/ hd agents, so this is a high potential for spills and exposures.